Event description:
It was reported by service report that the bed drifts after releasing the button. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: failed nut in lift motor.